Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was suspected of perforation in the lower ventricular septum due to a drop in blood pressure. However, echo diagnosis did not reach a definitive diagnosis. Subsequently, the rv lead was changed to the middle septum and implanted. Additional information received indicated that there was no cardiac tamponade and that the drop is blood pressure was suspected to be due to deep sedation. No additional adverse patient effects were reported.